Manufacturer narrative:
Known risk of the device. No new risk has been recognized. No device malfunction. Treatment parameters were in line with the typical range.

Event description:
Patient developed complete loss of sense of taste and some mild tongue paresthesia within 24 hours of essential tremor treatment. At the 2 month follow up visit, symptoms were not resolved.